Manufacturer narrative:
One opened and or used enlite serter was inspected and tested. The serter passed per specifications, sensor was inserted and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's sensor was stuck on their serter. The customer also reported experiencing a high blood glucose of 400 mg/dl. Customer treated their high blood glucose with the insulin pump. No additional information provided.